Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The stopcock was found closed, with no syringe returned for this evaluation and the balloon was not inflated. The sealant and advance tube were in manufacturing position for this evaluation. Additionally, no catheter sheath introducer (csi) was returned for this evaluation. The functional could not be executed due to the conditions of the balloon could not be inflated due to a tear observed on the balloon¿s surface. A microscopic analysis from the balloon¿s surface was executed and it was noticed that a tear was present on the device¿s balloon, impeding to complete a functional analysis for this evaluation. The reported event of "balloon loss of pressure at prep" was observed through analysis of the returned device. A tear was noted on the balloon surface. The cause of the reported issue could not be determined. Since the issue occurred during prep, storage or handling issues may have been contributing factors. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured during the preparation. T here was no reported patient injury. The device will be returned for evaluation.